Event description:
A malfunction alarm, identified as "malf 1," was reported, and the associated fault was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.